Event description:
We have purchased two separate boxes of 23g x1 inch needles on different occasions and have had the needles breaking off at the hub multiple times. The lot for this batch is 3752810 and we just received them this week. The ref number is 4290. "Smiths medical hypodermic needle-pro". The needles break off very easily when used to draw up medications and administer vaccines.